Manufacturer narrative:
No testing could be performed and no lot search or batch record review inspection could take place since the prism (B)(6) assay lot number was not provided by the customer. Sample (B)(6) was returned from the customer site and tested with reagent lot 68235li00 (expiration date 20 may 2017) since the customer lot is unknown. The sample generated a (B)(6) result of 0.40 s/co, which correlated to the results received by the customer. Further testing of this returned sample on the vidas and diasorin liason platforms also generated (B)(6) results. The mikrogen recombline blot method detected the band core 1 (+/-) and the result was (B)(6). Innolia score detected the band ns3 (+/-) and the result was indeterminate. These supplemental testing results were discrepant. Therefore, the (B)(6) antibody status is not conclusive for sample (B)(6). However, since none of the antibody tests gave a (B)(6) result, there is no evidence for the presence of antibodies to (B)(6). Analytical sensitivity testing was carried out using in-house retained, in-date prism hcv reagent lot 68235li00. Calibration parameters and control results were within specifications. Four replicates of five members of a sensitivity panel as well as the positive run control were tested on each subchannel of the abbott prism analyzer. All specifications were met with results in the typical ranges seen for these samples. No (B)(6) results were generated. Clinical sensitivity was also evaluated with two commercially available seroconversion panels. All specifications were met, indicating that the sensitivity performance is not adversely affected. No issues were determined to exist for reagent lot 68235li00. The abbott prism analyzer, list 06a36-10, serial number (B)(4), was also investigated and found to be performing acceptably. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No additional issues were identified. The abbott prism (B)(6) assay package insert as well as the abbott prism operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. On 30 november 2016: confirmatory testing results received for sid (B)(6): immunoblot ns3 1+ questionable.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6).

Event description:
On 20 october 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) results for donor units. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6) : (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) coi results of (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results for (B)(6) core antigen and immunoblot results of (B)(6) (indeterminate). No blood products from this donation were used for medical treatment. (B)(6) then pulled an archived sample from this same donor (B)(6) and tested this sample on the roche platform on (B)(6) 2016 where a (B)(6) coi was generated. This same sample had generated (B)(6) results on (B)(6) 2012 with the prism hcv assay (reagent lot unknown) and with a nat methodology. Further confirmatory results are pending at (B)(6) (sent 19 october 2016). Red blood cells and fresh frozen plasma were distributed from the (B)(6) 2012 donation for medical use. There is no information provided on the donor or any recipients of the blood products from these donations. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. This data is associated with the testing of archived samples. Samples that originally tested negative by prism were stored. The samples have subsequently been pulled and tested by (B)(6) using roche and by (B)(6) using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) (roche testing) or (B)(6) (architect testing) are being used for donor management.